Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's passing. Manufacture dates: monitor: 8/25/2014, electrode belt: 8/20/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly at home with her boyfriend at the time of passing. The patient reportedly lost consciousness and the donwload data revealed that on the day of passing, the patient received nine inappropriate treatments from the lifevest during asystole. The post-shock rhythm for all nine treatments was asystole. Oversensing of low ampltide cardiac signal and CPR and motion artifact contributed to the false detection. The response buttons were pressed earlier in the detection sequence prior to the first treatment, but not immediately prior to the shock delivery. The response buttons functioned appropriately. Submitting an MDR and leaving the complaint open to await the return of the patient's equipment.